Manufacturer narrative:
The customer reported that while performing their maintenance procedure, 2 strip pads were found in the strip provider module (spm) of their ichem velocity instrument. The field service engineer (fse) was onsite on 06/17/2016 and found no instrument malfunction. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that while performing their maintenance procedure, 2 strip pads were found in the strip provider module (spm) of their ichem velocity instrument. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.

Manufacturer narrative:
Conclusion revised to reflect updated information: insufficient preventative maintenance and less than optimal equipment settings resulting in diminished performance. Insufficiently effective quality checks during the test strip manufacturing process. Packaging configuration allowed for excessive agitation of test strips and insufficient protection against temperature extremes during transportation. Based on the available evidence, beckman coulter (bec) has determined the cause of the reported event that triggered this recall action 2050012-0120/2016-001c, reported initially to the (B)(4) district office on 01/20/2016, in accordance with 21 cfr 806). As of august 19, 2016 FDA recall number z-1067-2016 (2050012-0120/2016-001c) has been closed.